Event description:
According to the reporter, during the procedure, after loading the cartridge, the physician checked the jaws several times while app roaching the tissue. Subsequently, when attempting to fire the device, the handle could not be squeezed; firing could not be done at all. Both the handle and reload were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5l0928) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.